Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a mediport removal procedure on (B)(6) 2019 and suture was used. After the mediport was removed, the suture broke at the swage while closing the incision. The procedure was completed with a second like device. There were no adverse patient consequences reported.